Manufacturer narrative:
A spacelabs field service engineer (fse) contacted the customer to gather additional information. The fse assisted the customer in troubleshooting the reported issue and found that the issue was likely due to the hospital's network, and not a failure of the spacelabs healthcare equipment. The customer was advised to escalate the issue internally to their it department for additional troubleshooting. The cause of the reported issue was likely due to the hospitals network connection. The customer will investigate the cause of their internal network connection.

Event description:
The customer reported that they are intermittently losing telemetry patients on their central station. There was no patient or user death, or injury associated with the event.